Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4), nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, there was blood leakage from the end with the sheath after the tube was detached. The blood dripped on the patients arm and clothing, but there was no report of patient impact. The customer reported this occurred at least 10 times.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. A reproduction test was conducted on a retained sample of the lot concerned. The retained sample was inserted in a model blood circuit filled with colored water, and then a bd blood tube was inserted. When the retained wingset sample was removed from the blood circuit with the blood tube still inserted in the luer adapter, the colored water back flowed and leaked from the tip of the needle due to the change of the pressure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage based on the photo. Bd determined that the root cause of the indicated failure mode was attributed to pressure change caused by removing the wingset from the patient with the blood tube still inserted in the luer adapter. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, there was blood leakage from the end with the sheath after the tube was detached. The blood dripped on the patients arm and clothing, but there was no report of patient impact. The customer reported this occurred at least 10 times.